Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed common mode/wrist electrode test; ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the programmer display drops; lower display hinges were damaged. Latch tab on the power cord bay door was broken, keyboard was pulling apart (damaged), and lower case was worn. (B)(4).